Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after a diagnostic procedure. The sheath stopped splitting half way down and did not split completely. The device was removed and hemostasis was achieved with manual compression. There was no patient consequence. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A review of the device history record for this lot forthcoming. A supplemental report will be submitted with this information.